Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 1 month after the dental implant was placed in ada site 11 in the mouth, the implant failed in type ii bone due to an infection. Clinician reports patient's peri-implantitis, mobility, inflammation, abscess and swelling. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 1 month after the dental implant was placed in ada site 11 in the mouth, the implant failed in type ii bone due to an infection. Clinician reports patient's peri-implantitis, mobility, inflammation, abscess and swelling. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 1 month after the dental implant was placed in ada site 11 in the mouth, the implant failed in type ii bone due to an infection. Clinician reports patient's peri-implantitis, mobility, inflammation, abscess and swelling. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).